Event description:
Boston scientific crm received information that this left ventricular lead was dislodged due to twiddlers syndrome. Therefore, a revision procedure was performed and the lead removed from service and replaced.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted no obvious signs of twist on lead body and the j-shape is in specification. No additional testing was conducted as dislodgement cannot be confirmed via laboratory analysis. This issue will be re-evaluated if additional information is received.